Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was not connected to the patient line of the homechoice set before the initial drain cycle was initiated. The home patient stated they then connected themselves to the setup, cycled the power off and on, and tried to get the homechoice set to reprime. The home patient used one patient extension line and reported that it was not fully primed before they connected and before the initial drain cycle started. Baxter's technical service center assisted the home patient in ending therapy. Therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.